Event description:
It was reported that during a total knee replacement procedure, the blade broke at the cutting end. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported that the broken piece was retrieved from the patient and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation has not yet been returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.